Event description:
A european customer reported what the customer admitted to being a handling error. The anticoagulant & saline bags were connected to the apheresis kit incorrectly. After one cycle, the donor had received too much anticoagulant. The procedure was stopped & the donor disconnected. The donor was treated with a calcium injection & released in good condition. Symptoms of an anticoagulant reaction were not disclosed nor was the amount of calcium given to the donor.